Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with constant pump error 37 during the rewind test. The pump passed the self test, sleep current measurement, and active current measurement. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to constant pump error 37 during the rewind test. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Pump error 37 during the rewind test was due to corroded motor home switch. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 12-sep-2023 in the pump history file. 09/12/2023 00:00:25.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 53000 (5.3 u). Bolusamountdelivered: 53000 (5.3 u). 09/12/2023 02:16:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). 09/12/2023 05:38:47.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 95000 (9.5 u). Bolusamountdelivered: 95000 (9.5 u). 09/12/2023 08:42:31.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). 09/12/2023 10:48:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 25000 (2.5 u). Bolusamountdelivered: 25000 (2.5 u). 09/12/2023 11:25:23.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). 09/12/2023 13:16:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). 09/12/2023 14:50:05.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 35000 (3.5 u). Bolusamountdelivered: 35000 (3.5 u). 09/12/2023 15:01:43.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 5000 (0.5 u). Bolusamountdelivered: 5000 (0.5 u). 09/12/2023 15:03:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). 09/12/2023 15:56:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 56000 (5.6 u). Bolusamountdelivered: 56000 (5.6 u). 09/12/2023 18:29:41.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 100000 (10 u). Bolusamountdelivered: 14500 (1.45 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. 09/13/2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 09/12/2023 00:00:00.000. Dailytotalofallinsulindelivered: 622250 (62.225 u). Dailytotalofbasalinsulindelivered: 264750 (26.475 u). Dailytotalofbolusinsulindelivered: 357500 (35.75 u). There were no autosuspend (12) alarm listed in the pump history file. There were no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. 09/12/2023 18:29:41.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. 09/12/2023 20:03:00.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during basal. 09/12/2023 20:13:00.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during basal. Unable to verify insulin flow blocked alarm/no delivery alarm during the basic occlusion test, occlusion test and force sensor test due to constant pump error 37 during the rewind test. Nodelivery (7) unknown. Unable to complete the functional testing due to constant pump error 37 during the rewind test. Unable to confirm alleged dka/high bgs. Pump error 37 confirmed. Exposure to moisture confirmed (per customer notes - reservoir leak into the pump). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 730 mg/dl at the time of the event. The current blood glucose value was 103 mg/dl. The customer was hospitalized, and the blood glucose value was 730 mg/ ml, during the hospitalization the customer experienced flu-like symptoms and felt extremity pain/cramps symptoms and diabetic ketoacidosis. The customer was tested for ketones and was positive. The customer was treated with intravenous insulin infusion. It was found that the reservoir was leaking at o-rings past the 2nd o ring inside the pump and received a pump error 37. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode/smart guard feature was not active at the time of the high blood glucose event. Troubleshooting was performed for error 37 and assisted in clearing the alarm successfully and able to complete the pump rewind. No further patient complications were reported. The customer discontinued using the pump was returned for product analysis.